Event description:
Event description cpi received information indicating this ventak av implantable cardioverter defibrillator (ICD) was explanted due to ventricular impedance measurements of > 2000 ohms. A new ventak av device was implanted.